Manufacturer narrative:
Investigation results: eight unopened sterile packaging and two opened sterile packaging with the visible damaged cartridges arrived in a decontaminated condition. The broken off parts and one secondary sterile packaging are missing. The investigation was carried out visually and microscopically. Here we found eight closed sterile packaging and two opened secondary sterile packaging and the primary sterile packaging are opened. Additionally we detected that the cartridge is turned about 180 degrees instead of the delivery state in the primary packaging and it is no more in his fixed state of the primary sterile packaging. The cartridge still contains all eight clips. Furthermore we discovered a broken off tip. We made an optical inspection of the fracture surface. No abnormalities were found. Additionally we detected a second opened primary sterile packaging. The cartridge is turned to the opposite side instead of the delivery state and it is no more in his fixed state of the primary sterile packaging. The cartridge still contains also all eight clips. Additionally we made a visual inspection of both primary sterile packaging. Here we detected visible damaged blisters. The foil of the second primary sterile packaging is only half opened. Therefore we simulated a removal of the cartridge with a half opened foil of the primary sterile packaging. At one side we simulated with a favourable position of the thumb and at the other side we simulated with an unfavourable position of the thumb. The cartridges of the eight closed sterile packaging shows no visible damage. The device quality and manufacturing history records have been checked for the lot number (52524564) and found to be according to the specification, valid at the time of production. No similar incidents have been filed with products from this batch. The root cause of the problem is most probably usage related. According to the quality standard a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the assumption that the breakage was caused by an improper handling. It appears due to our investigation and the simulation that possibly an unfavourable position of the thumb led to the breakage during removal the cartridge. Another reason could be a breakage during assembly. The intraoperatively breakage could have been during application by contact with another instrument. Possibly the position of an other instrument near the cartridge was unfavorable. Another reason could be, that the cartridge was raised by skin tissue and the tip broke by intraoperatively actions. There is also the possibility for a pre-damage due to an assembly error or by removal from the sterile packaging. The breakage could have favored by the pre-damage during intraoperatively actions. A CAPA was not initiated.

Event description:
It was reported that there was an issue with ligating clips m/l. According to the complaint description: "intraoperatively one of the end of the plastic housing of clip magazine was broken apart but could be removed." There was no patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).